Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, fmc cassette and the adverse events of peritonitis, characterized by cloudy effluent fluid, which warranted antibiotic therapy. Per the pdrn, the cause of the peritonitis is unknown. However, the pdrn reported the events were unrelated to the utilization of any fresenius product(s) or device(s). Staphylococcus epidermidis is part of the normal human biota and is one of the most common sources of infection in indwelling medical devices. Additionally, most staphylococcus epidermidis infections are due to touch contamination. Based on the information available, the liberty select cycler and fmc cassette can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. Esrd patient¿s undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was diagnosed with peritonitis. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2020 with cloudy effluent fluid. A peritoneal effluent fluid culture and cell count was obtained, and the patient was started on intraperitoneal (ip) vancomycin 2 grams x 21 days. On (B)(6) 2020 the culture results returned positive for staphylococcus epidermidis, and a cell count (resulted (B)(6) 2020) revealed an elevated white blood cell (wbc) count of 9912 u/l. The patient was formally diagnosed with peritonitis and was prescribed ip ceftazidime 2 grams x 5 days, in addition to the vancomycin. The cause of the patient¿s peritonitis is unknown; however, the pdrn reported the events were unrelated to the utilization of any fresenius product(s) or device(s). The patient has recovered from the events and continues to perform ccpd therapy at home, utilizing the same liberty select cycler as before the events.